Event description:
Pt alleges loss of cartilage in his shoulder resulting in severe pain and loss of use and function. Pt alleges that the use of a painpump was a contributing factor in causing these injuries.

Manufacturer narrative:
According to the court document, it is not known if a stryker painpump or an I-flow painpump was utilized on this pt. The device was not returned for evaluation.